Manufacturer narrative:
Covidien: the evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator went into inoperable condition and the device stopped cycling. Information about patient involvement was not provided.